Event description:
Home patient (hp) reports incomplete prime with patient line tubing of homechoice set. Hp reports they were able to reprime the line and complete treatment. No patient injury or medical intervention required per hp.